Event description:
Pt began experiencing progressive numbness in legs. A decompressive laminectomy was performed, and a clot was found on the spinal cord, as well as syrinx between t1 and t10. The physician left the catheter intact, and placed a teflon barrier in the intracthecal space, between the catheter and the spinal cord. The pt is still experiencing some paralysis, and the physician feels there may be persistent l1 or l2 paresis. The pt is continuing to use the infusion system at this time.